Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Examination of the returned instrument confirms the reported event of handle breakage. Previous investigations found design is attributed to the handles cracking; eco 256356 was implemented on (B)(4) 2008 to change the material from radel to aluminum. The returned device made prior to these changes. The root cause is attributed to product design. Further corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The impactor broke during impaction.